Event description:
The patient in 1981 had bilateral silicone gel implants placed. In 1982 she developed systematic lupus erythematosis and polymositis, with fatigue, diffuse arthralgia and myalgia. She also suffered weight loss, weakness, dry mouth and she had bilateral removal of her implants, the left side at that time was ruptured. Post-operatively the wound became necrotic. It was decided to remove the saline implants that had been placed. Bilateral periprotetic capsulectomy and removal of saline implants. Both implants were intactinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was destroyed/disposed of.